Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04253. (B)(6) clinical study. It was reported that reduction in timi flow occurred. In (B)(6) 2016, the patient's qualifying condition was unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal left anterior descending artery (lad) with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.25 mm. Target lesion was treated with pre-dilatation and placement of two study stents with 0% residual stenosis. However, on the same day post index procedure, a reduction in thrombolysis in myocardial infarction (timi) flow was noted from 3 to 0.